Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported on (B)(6)2017 the patient had been diagnosed with peritonitis. The nurse stated on (B)(6)2017 the patient reported having severe diarrhea from the meal the patient ate prior on (B)(6)2017 and believed the patient ended up developing peritonitis due to an enterovirus. The exact species was unable to be provided. There were no reported fluid leaks during treatment prior to infection. (B)(6) stated the patient was not hospitalized for the episode of peritonitis and was being treated in-clinic. Per pdrn on (B)(6)2017 the patient temporarily switched modalities to in-center hemodialysis treatments and will continue completing in-center hemodialysis treatments for a few more weeks. The pd rn indicated as of (B)(6)2017 the patient¿s signs and symptoms of peritonitis resolved, and the patient was expected to resume continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler once cleared by the nephrologist. Per pdrn no samples were retained for evaluation. The lot number was unknown.

Manufacturer narrative:
Conclusion: although a temporal relationship between the patients¿ developing an episode of peritonitis and the fresenius products exists. There is no documentation in the complaint file supporting a possible causal association between the fresenius products/liberty cycler and the subsequent event of possible enterovirus peritonitis. However, the pdrn reported that the patient experiencing severe diarrhea secondary to eating a meal (unknown if restaurant food) and the possible casualty for this episode of peritonitis is due to an enterovirus. The nephrologist made a decision to transition patient to in-center hemodialysis for a few weeks until infection fully resolved and cleared by nephrology to return to ccpd therapy. A supplemental medwatch report will be submitted upon completion of the investigation. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Source documents and information in the file were reviewed by a post market surveillance clinician. On (B)(6) 2017 during a follow up call to the peritoneal dialysis (pd) patient¿s clinic registered nurse (rn), it was revealed on (B)(6) 2017 the patient reported having severe diarrhea from the meal she earlier in the day on (B)(6) 2017 and developed a peritonitis episode. Per pdrn the infection was likely due to an enterovirus, and the exact organism the pdrn was unable to be provided. Additionally, it was revealed there were no reported fluid leaks during pd treatment prior to peritonitis infection. The patient was being treated with antibiotics (unknown dose strength, route, duration) on an outpatient basis in the pd clinic and on (B)(6) 2017, the nephrologist temporality switched modalities to in-center hemodialysis treatments and was continuing in-center hemodialysis treatments for a few more weeks. On (B)(6) 2017 the patient¿s signs and symptoms (unknown exact symptoms pt. Was experiencing) had resolved, and the patient was expected to resume continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler once cleared by the nephrologist.

Manufacturer narrative:
Conclusion: although a temporal relationship between the patients¿ developing an episode of peritonitis and the fresenius products exists. There is no documentation in the complaint file supporting a possible causal association between the fresenius products/liberty cycler and the subsequent event of possible enterovirus peritonitis. However, the pdrn reported that the patient experiencing severe diarrhea secondary to eating a meal (unknown if restaurant food) and the possible casualty for this episode of peritonitis is due to an enterovirus. The nephrologist made a decision to transition patient to in-center hemodialysis for a few weeks until infection fully resolved and cleared by nephrology to return to ccpd therapy. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Source documents and information in the file were reviewed by a post market surveillance clinician. On 06/21/2017 during a follow up call to the peritoneal dialysis (pd) patient¿s clinic registered nurse (rn), it was revealed on (B)(6) 2017 the patient reported having severe diarrhea from the meal she earlier in the day on (B)(6) 2017 and developed a peritonitis episode. Per pdrn the infection was likely due to an enterovirus, and the exact organism the pdrn was unable to be provided. Additionally, it was revealed there were no reported fluid leaks during pd treatment prior to peritonitis infection. The patient was being treated with antibiotics (unknown dose strength, route, duration) on an outpatient basis in the pd clinic and on (B)(6) 2017, the nephrologist temporality switched modalities to in-center hemodialysis treatments and was continuing in-center hemodialysis treatments for a few more weeks. On (B)(6) 2017 the patient¿s signs and symptoms (unknown exact symptoms pt. Was experiencing) had resolved, and the patient was expected to resume continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler once cleared by the nephrologist.